Event description:
It was reported that after the intraaortic balloon was inserted into the pt. Leakage was observed. Since a balloon rupture was suspected, the intraaortic balloon was removed and replaced without any pt complications.